Manufacturer narrative:
Perfusion data from the event was reviewed and the reported event could be confirmed. Low flow readings were observed along with frequent inferior vena cava collapses. No flow sensor offsets were observed. The device was serviced at the customer and the device was inspected with no anomalies noted. Testing confirmed proper flow readings. The device passed all applicable testing.

Event description:
It was reported during perfusion, the device had exhibited persistent message code 390 (low hepatic artery flow). Adequate flow was confirmed through palpation and direct visualization with scope. The users were not concerned about actual hepatic artery perfusion to the liver, but they were concerned about the repeated occurence of low flow readings, despite confirmed adequate flow to the liver. The liver was successfully transplanted.